Event description:
Upon inserting the 15 degree full radius shaver into the patient's joint, a loud noise was heard followed by a burst of metal shavings entering the knee joint. The shaver was removed examined and found to be intact. This facility has had two other instances in the past month with this particular shaver (reported to med watch). All products have been removed from supply for replacement. (B)(6). Messages left with customer service at conmed have gone unanswered.